Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to specification up to (B)(6) 2012. The data obtained from the device showed that during this time of installation the device failed the weekly self-tests on two occasions because of a low battery. There was no evidence in the data to show that the device was switching itself on automatically as reported. Investigation confirmed there to be a fault with the +ve and -ve terminal pogo pins. When tested under load the current flow through the pins was reduced adn caused fluctuations in the voltage. The fluctuations were sufficient for the device to identify a low battery and trigger the low battery warning. Testing confirmed that although the fluctuations were significant to trigger the battery management system the device and the returned pad-pak from lot 696 were proven to operate within specification. Pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.